Event description:
On (B)(6) 2012 the patient contacted animas for recurring "no prime" warnings that would not clear. During troubleshooting, it was noted that the piston cap went missing "months ago", and that within the past week the pump would not recognize the cartridge and was dispensing insulin during the load step. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported based on the allegation that the pump dispensed insulin during the load step.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection confirmed that the piston cap was missing. The battery cap returned with the pump had stripped threads and would not maintain an electrical connection. A test cap was used to complete investigation. The pump powered on appropriately with the test cap. A review of the black box indicated "no cartridge detected" alarms had occurred. A rewind, load, and prime sequence was performed several times with no issues. The pump was exercised for 24 hours, and a "loss of prime" warning occurred during testing. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. There was evidence of contamination found on the force sensor plate and the spoke shim was found to be physically damaged. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.